Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piece of reservoir compartment and the reservoir was not fitting. Reservoir was not locking in place. The patient¿s blood glucose level was 8 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will expected to be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. (B)(4).